Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting high, out-of-range pacing impedance on both the right ventricular (rv) and right atrial (ra) channels. Rv thresholds were also reportedly high. A revision procedure was performed and it was determined that there was a loose setscrew in the header. No additional adverse patient effects were reported. This device remains in service.